Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf74 and sf192) related to a software and sensor board issue respectively. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the system fault 192 and the single occurrence of system fault 74. Visual inspection of he device revealed water ingress on the main circuit board (pcba). Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported system fault 74 was due to software issue and the system fault 191 was due to contamination of the device main pcba. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf74 and sf192) related to a software and sensor board issue respectively. There was no patient harm or serious injury reported as a result of this incident.